Event description:
Ous MDR - during inflation the balloon burst at 8atm inside the long, severely calcified lesion (stenosis degree 100 percent).

Manufacturer narrative:
During inflation the balloon burst at 8 atm inside the long, severely calcified lesion (stenosis degree 100 percent). During this procedure two other balloons were used and ruptured the same way. (Reported under 1028232-2018-00124 & 1028232-2018-00125) the returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed. The balloon was returned fully deflated. Microscopic investigation of the balloon revealed a pinhole 7mm proximal to the distal x-ray marker along one deep scratch as well as several other scratches close to the damaged sites. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections the instrument was tested for air tightness by means of a helium leak test. It is confirmed that the instrument was delivered in a leak-proof condition. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the scratches in close vicinity of the pinhole it is assumed that the rupture of the balloon was most likely induced by the severely calcified lesion.